Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin pump was attached to her when she jumped into a pool and then alarmed battery out limit when trying to change the battery. The blood glucose reading was 143 mg/dl. The customer declined troubleshooting due to the insulin pump being replaced for keypad issues.